Event description:
The product was used during a procedure on the feet. Reportedly, the pt had an infection from the product and it did not absorb properly. The hospital has reported no pt injur occurred.